Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 3 events were reported for this quarter. 2 devices were received for evaluation. 2 events were confirmed. 1 device was found to be affected by damaged components. 1 device was found to be affected by a migrated component. 1 device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device ran without user activation. 3 reported events had no patient involvement; no patient impact.